Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system global find was not working on cabinet. A technical support specialist (tss) reviewed the station logs and confirmed that no error messages were being generated, which would typically be expected in the case of a network issue. The tss noted that the global find feature requires remove permission to function properly and reviewed the user account and assigned roles, determining that the user did not have remove access for any medications; this lack of permission explains why global find was not populating results. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es global find feature was not functioning on both lsh cabinets, with no medications populated on the search results. The customer confirmed that multiple medications, users, and stations within lsh were tested without success, while global find was working as expected at srhc, indicated the issue was not system wide. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.